Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Analysis of the device is pending receipt of the product. Additional information received will be submitted within 30 days upon receipt.

Event description:
The information received indicated that while advancing the stent towards the lesion in the iliac artery, bleeding from the inflation port was observed; therefore, the balloon could not be inflated. During removal of the stent from body, the stent came off the balloon and stayed in the vessel "before the introducer". The target lesion was de novo, had 76% stenosis and had mild calcification. The patient was reported to be in stable condition.

Manufacturer narrative:
The information received indicated that while advancing the stent towards the lesion in the iliac artery, bleeding from the inflation port was observed and the balloon could not be inflated. During removal of the stent from body, the stent dislodged from the balloon remaining in the vessel 'before the introducer.' Negative pressure was not applied during prep. There was no reported patient injury. The target lesion was de novo, had a 76% stenosis and mild calcification. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend. The balloon was not inflated or partially inflated prior to inserting the sds in the catheter and the inflation device was in the neutral position when the system was being advanced/withdrawn. The unexpanded stent was partially pulled into the sheath and the stent was placed back in the lesion with another balloon. A non sterile palmaz genesis on opta pro 8mmx39mm, 135cm was received coiled and inside a bag. The balloon was not inflated or deflated, no stent was included, and also the balloon presents the marks of the stent. No damages were noted in the body shaft of the device. No other anomaly was observed in the returned device. An attempt to inflate the balloon was done per dp 12169733 rev 1 and during inflation it was noted the balloon leaking due to a pin hole at 1.1 cm from the distal tip. No cross section analysis was done because the balloon inflation failure was caused due to a pin hole in the balloon. A scanning electron microscope was done in the balloon and the results showed that the balloon external surface exhibited evidence of multiple abrasions near the tear edge; the balloon internal surface exhibited no evidence of damage. The exact cause of the balloon burst could not be conclusively determined. The marker band exhibited no anomalies. Dimensional analysis was not done because the balloon inflation failure was caused due to a pin hole in the balloon. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. As part of the investigation of the recent complaint received related with the balloon, stent and sds system, it was reviewed which controls are in place. After a visit to the sds and catheter assembly processes, it could be found which controls are in placed in order to detect any anomaly in the devices before leaving the facility. The reported balloon inflation difficulty, stent dislodged in patient and sds leakage were confirmed. However the exact cause could not be determined; neither the DHR review nor the analysis suggests that the reported failure reported by the customer is related to the manufacturing process. (B)(4). Therefore, no corrective or preventive actions will be taken. The balloon showed evidence of abrasions on the outer surface that would imply that vessel characteristics may have contributed to the reported leakage. Procedural factors and the balloon leakage likely influenced the stent dislodgment.

Manufacturer narrative:
This device is available for testing and evaluation, but has not yet been received for analysis. Additional information received will be submitted within 30 days upon receipt.

Manufacturer narrative:
Contrast: ultravist 300, shering (1:1 ratio), indeflator: cook, sheath: cordis, 7f 11 sm, guide wire: 0.035 cook. There were no kinds or other damages noted prior to inserting the product the product into the patient. It was flushed via wire port, stopcock and inflation device were attached, but negative pressure wasn't applied. Ultravist 300, shering 1:1 contrast was being used with a cook inflation device. The same inflation device was successfully used with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend. The balloon was not inflated or partially inflated prior to inserting the sds in the catheter and the inflation device was in the neutral position when the system was being advanced/withdrawn. The unexpanded stent was partially pulled into the sheath and the stent was placed back in the lesion with another balloon, (0.035, cook). The patient was in stable condition following the procedure. Additional information is pending and will be submitted within 30 days upon receipt.